Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, it was noted that the patient experienced distress and a decrease in blood pressure due to pacemaker mediated tachycardia (pmt) episodes. The patient presented to the clinic and the device was reprogrammed to resolve the pmt episodes. The patient was stable with no adverse consequences.